Event description:
Customer reported the workstation will not boot up in 2007. Customer tried rebooting system, but system will not boot. There was no injury to the patient.

Manufacturer narrative:
Gehc surgery personnel replaced the hdd assembly and reloaded customer provided original software. Flashed persistant and program data...also loaded all cal files. Tested system using all functions. System operates as intended.